Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3/d10: this occurred within a week and within the last few weeks. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient line of two (2) amia automated pd cycler sets and the transfer set. This occurred during use the devices for peritoneal dialysis therapy; in the middle of the night on two different dates. The patient was connected at the time of the events. There was no report of patient injury or medical intervention associated with this event. No additional information is available.